Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the patient had capsular tear which resulted in the need to use a 3 piece lens. Subsequently the lens was removed during initial procedure. Additional information has received it states that the patient's issues resolved and lens was able to take out successfully and used another lens instead.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).